Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display does blank in the middle of priming the pump. The customer's blood glucose reading was 171 mg/dl at the time of incident. Troubleshooting found that the pump shuts off and that a low battery alert was not received prior to off no power alert. Troubleshooting found that the pump passed the self test but the customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer indicated that they have another pump to use until a new ne arrives.